Event description:
It was reported that the lead exhibited a continual decrease in sensing. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): the full lead was returned in segments and analyzed. The proximal conductor was found to be fractured. The outer tubing overlay was breached cut and kinked/buckled, and exhibited a cosmetic depression, as well as cosmetic environmental stress cracking and blood/body fluid. Blood was found in/on the helix/lobe mechanism.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the lead is in process; the results will be forwarded when available.